Event description:
During the transfemoral tavr procedure, a 23mm sapien valve was deployed in an 80:20 ventricular position. Post deployment, the echocardiogram showed the patient developed moderate regurgitation and had native leaflet overhang. The decision was made to deploy a second valve. The second 23mm sapien valve was aligned within the first valve in a 50:50 position. A repeat echocardiogram showed the regurgitation had been reduced to none-trace paravalvular leak and no central ai. At the end of the procedure, the patient was stable. Per report, the patient's aortic valve was mildly calcified, the aortic root was mildly calcified, the ejection fraction was 20-25%, the sinotubular junction (stj) was narrow/oblong, there was mild ventricular septal hypertrophy and mild mitral annular calcification (mac). Additionally, the image intensifier angle was good, the coaxial alignment of the delivery system and valve was good, ventilation was held and there was no loss of pacing capture during valve deployment. The 80:20 ventricular deployment was attributed to the narrow/oblong stj pushing the balloon in a ventricular direction during expansion.

Manufacturer narrative:
Per the instructions for use, device malposition and pvl requiring intervention are known potential adverse events associated with the tavr procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, loss of pacing capture, and movement of the delivery system by the operator. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, per report, the long/narrow stj contributed to the 80:20 ventricular malposition of the valve and subsequent regurgitation. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.